Event description:
Attempted IV placement 3 times with new catheters without success. Blood transfusion administered via uvc (umbilical venous catheter) due to lack of peripheral IV access. System wide we converted from protect IV to smiths medical IV catheters in 2019 with the exception of nicu, which we converted shortly after. I will follow up with value analysis team as we in central have not been notified to convert any of the IV catheters. Catheters not effective in neonatal population despite training.